Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified no malfunction or significant damage on the implant. Additionally, the implant passed dimensional analysis. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No preexisting condition was noted on the product experience report. The reported device was to be implanted in located on tooth # 4. The customer did not provide any pictures or x-rays. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was removed due to bone fracture. When tightening implant into place it caused the buccal bone to crack. Implant removed and bone graft placed. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the implant was removed due to bone fracture. When tightening implant into place it caused the buccal bone to crack. Implant removed and bone graft placed.